Event description:
It was reported that the bd microclave® stabilized extension set was unable to draw back blood. The following information was provided by the initial reporter: I was starting an IV and hooked up the extension tubing and was unable to draw back blood.

Manufacturer narrative:
The initial reporter also notified the FDA on 13-oct-2022. Medwatch report (B)(4). Date of birth: patient¿s birthday was not provided, (B)(6) 1952 was used based on age of patient. Initial reporter phone #, medical device lot #:, lot was reported; however, this is not a lot # 9451604 manufactured for the reported catalog #. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd microclave® stabilized extension set was unable to draw back blood. The following information was provided by the initial reporter: I was starting an IV and hooked up the extension tubing and was unable to draw back blood.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as a correct batch number was not provided.